Manufacturer narrative:
The customer stated they know that benzalkonium interference is likely due to the use of universal clinell wipes. As per the msds for clinell universal sanitising wipes, benzalkonium chloride is present. Benzalkonium is a known interfering substance for the na+ sensor as listed in the rp500 operator's manual.

Event description:
The customer reported discrepant depressed sodium results between the rp 500 and a non siemens lab analyzer. There was no report of injury due to this event.